Event description:
Consumer reports very erratic readings in a short period of time. Analysis run on clark error grid using mean avg. Reading (359) as ref. Point vs. Bd readings (577, 248, 344, 268) yielded data points in the c range of the grid, outside of acceptable limits.